Event description:
Customer reports that she obtained results of 380mg/dl and 180mg/dl within 10 mins on the same device. Customer reports adjusting her insulin based on the 180mg/dl result. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.